Event description:
It was reported that the customer's blood glucose level was 40 mg/dl. Customer threw the pump on the table and it started making a solid beep. Customer changed the battery and the pump reset. Customer stated that the beeping stopped after the battery change. It counted down and went black. The pump also rattles when shaken. Customer gave himself juice and food to treat. Customer has been experiencing low blood glucose levels since yesterday. Customer pulled the pump off and put it on the table. It then hit the tile and the pump started beeping. Customer stated that he usually keeps the pump in his pocket. Customer stated that the black screen did not disappear. Customer had taken the battery out of the pump and kept it without a battery since yesterday. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The insulin pump was received with stuck in full segment display and constant tone after the device counts up to number seven, the problem was isolated to interface board. No rattling noted when shaking the device. Device reset anomaly was not verified and functional testing was not performed due to the device being stuck in full segment display. The device had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.